Event description:
Clinic notes dated (B)(6) 2015 were received for patient's generator replacement referral. Notes indicated that the patient's device was unable to be interrogated on (B)(6) 2015. Additional relevant information has not been received. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement on (B)(6) 2016 due to battery depletion. The explanted generator was sent to pathology, where it is disposed of.